Event description:
Reportedly, on (B)(6) 2023, an implantation attempt was occurred. The vega r45 lead was used in the ventricle but the threshold obtained was high . The physician decided to remove the lead and to implant a new one (xfine lead).

Manufacturer narrative:
Please find attahced the final report analysis.

Event description:
Reportedly, on (B)(6) 2023, an implantation attempt was occurred. The vega r45 lead was used in the ventricle but the threshold obtained was high . The physician decided to remove the lead and to implant a new one (xfine lead).